Manufacturer narrative:
(B)(4). This report is being submitted late due to a delay by a MFR employee. A process improvement plan and training are in place. The pump has been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.

Event description:
It was reported that a pt's pump was alarming, and displayed an event occurred. The health care provider (hcp) was unable to silence the alarms. They would reset the pump to a minimum rate to silence the alarm, but the pump would reset. Neither a rotor nor dye study was performed. The pump was explanted and replaced. The explanted pump was stopped in an attempt to silence the alarm for shipment purposes. A MFR analysis report of the explanted pump was requested by the hcp. Following the pump replacement procedure, the pt had recovered without sequela. The medications being administered via the pump were dilaudid (30 mg/ml) and bupivacaine (40 mg/ml). Additional info has been requested, but was not available as of the date of this report.